Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose level was 52 mg/dl at the time of the incident. The customer reported that she is 170mg/dl. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will be returned for analysis.